Manufacturer narrative:
The customer noted that they do not run a large volume of samples for lithium testing. The customer noted they deleted the lipid assays from this analyzer and moved these assays to a different analyzer. The field service engineer found that carryover was occurring for other assays and this was caused by the reagent probe. The reagent probes were replaced and adjusted. Rinsing was adjusted. After these actions, carryover studies were performed and it was confirmed that there was no carryover. Precision studies passed. The provided calibration and control data showed no issues. A review of alarm trace data showed abnormal aspiration and sample short errors. These are indicators of possible poor sample quality. The investigation determined the issue was hardware related and was resolved by the service actions.

Manufacturer narrative:
FDA request: n the last communication related to MDR report of lithium test, you let us know that the customers will be informed via customer bulletin tp-02394 by the end of april 2025. We appreciated that you have shared the customer bulletin tp-02394 with us to mitigate the risk of potential carryover for the lithium test. We would like to let you know that we received additional mdrs related to the lithium test (MDR# 1823260-2025-05367, 1823260-2025-05208), we would like to follow up with these mdrs and the actions you have taken since april of 2025. May you please provide some updates by 02/20/2026, for example, when you issued the customer bulletin, did you issue it to all customers and by what method, if the bulletin is different from what you shared with us previously, can you please provide the final bulletin you sent to customers. Manufacturer response: the customer bulletin tp-02394, which communicated the change in washing detergent from naoh to sms, was issued electronically to all affected customers starting in april, 2025. This bulletin was distributed electronically to the primary contact at each customer site. The content of the bulletin remains consistent with the version previously shared with you. Following the distribution of tp-02394, the customer continued to observe carry-over issues and we learned that the customer did not install the wash as recommended. A field service engineer was dispatched and the correct wash file utilizing the us acn was successfully installed. While the correct wash protocols are currently installed, the site continues to experience residual carry-over issues with lithium. The on-site investigation is ongoing. Roche field service engineers are closely collaborating with the customer to identify and implement a final resolution, which includes evaluating interim operational measures such as running lithium in batched sequences. At this time, there is no indication of a product issue. It is likely that the matter can be resolved through local troubleshooting activities.

Manufacturer narrative:
The serial number of the c 503 analyzer is (B)(4). The field service engineer determined that a carryover evasion wash was not programmed to run between the hdl and lithium tests. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the lithium reagent on a cobas c 503 analytical unit. The sample initially resulted in a lithium value of 1.2 mmol/l. The physician questioned the result, so the sample was repeated. The repeat result was 0.4 mmol/l. The repeat value was deemed correct.